Event description:
It was reported that the patient was receiving a norepinephrine infusion for blood pressure support in the intensive care unit. The patient was receiving a dose of 0.1 mcg/kg/min and the clinician attempted to down-titrate the dose to 0.08 mcg/kg/min but erroneously keyed in 0.8 mcg/kg/min. The error was not noted for approximately 45 minutes. The patient ultimately suffered a non-st elevated myocardial infarction (nstemi) as a result. The patient had several troponin labs drawn, received multiple ekgs, underwent a right heart catheterization and coronary angiogram following the incident. The patient passed away. The hospital medication safety pharmacist indicated the patient death "was due to his underlying medical conditions and not due to the heart attack suffered as a result of this error."

Manufacturer narrative:
The actual date of death is unknown. Omit: e2401 - insufficient information, f24 - insufficient information additional information : adverse type, event attributed to, death, date of death, type of reportable events, imdrf annex e and f codes.

Event description:
It was reported there has been general feedback on patient events regarding changing a norepinephrine dose from from 0.1 mcg/kg/min to 0.9 mcg/kg/min instead of the intended 0.09 mcg/kg/min. Customer has requested to include an alert when the dose change is greater than "x %". Customer states "maybe 100%?". There was patient involvement however no information provided on specific patient events or impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.